Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. During system check with tandem technical support, it was confirmed that the occlusion alarms were related to the cartridge. Customer changed the cartridge to address the occlusion alarms, and resumed insulin delivery. Customer¿s blood glucose level was 200 mg/dl.